Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that after deployment, the first clip detached from the anterior leaflet, and remained attached to the posterior leaflet, which was attempted to be stabilized with a second clip. One week post procedure, the clip completely detached, and embolized to the liver artery. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3 and challenging anatomy. The first steerable guiding catheter (sgc) was advanced into the left atrium, but the handle was spinning and the device was replaced. The first clip delivery system ((B)(4)) was advanced to the mitral valve, and the clip was deployed. After preparing a second cds for use, it was found that the first clip detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). A second clip was attempted to be placed for stabilization, but the leaflets could not be grasped. The procedure was aborted. One clip was implanted, and the mr remained at 3. Mitral valve replacement surgery was discussed for the future. On (B)(6) 2016, it was found that the clip ((B)(4)) completely detached from the valve, and was found in the liver artery, via x-ray. The patient is currently stable, and further treatment is being discussed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Although there was no change in mitral regurgitation (mr) grade, the reported patient effects of worsening mitral regurgitation and emboli (mitraclip device), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Additionally, the IFU states not re-use the clip delivery system (cds) after removal. Replace the cds with a new device. Reinserting the cds after removal may result in inability to open the clip. Inability to open the clip may result in valve injury or lead to deployment of the clip in an unintended location. All available information was investigated and the reported single leaflet device attachment (slda) and subsequent complete clip detachment (ccd) appears to be related to patient morphology/pathology and procedural conditions. The reported patient effects were the result of case-specific circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.